Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 597 mg/dl. Troubleshooting was performed. The programming on the insulin pump revealed that the day prior to her hospitalization, she bolused 1.4 units of insulin for 48 grams of food and her blood glucose was 66 mg/dl. Ran a fixed prime test and insulin exited. Perform a high-pressure test and passed within specifications. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.